Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to fully charge pump battery, and since customer did not have charging cable or wall adapter, technical support arranged to send replacement charging equipment by two-day shipping and planned follow-up.